Event description:
Complainant alleged that during functional testing, the device gave a "unit failed" prompt. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.